Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized due to a low blood glucose. Troubleshooting was declined for the low blood glucose. After the hospital admission the customer wore the insulin pump during an MRI. The device began to alarm motor error and could no longer rewind. The insulin pump was not returned for analysis.